Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during the case, the screw skived bilaterally. The site was on l4 and had it drilled and tapped when the skive occurred. The deviation was greater that 10mm. The site used a guidewire and freehand to get the screw in. All of the other screws were accurate. The was no patient harm and the procedure was delayed less than one hour.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3, h6: no parts were returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.